Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 24 years and 10 months post implant of this bioprosthetic valve implanted in the pulmonary position, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve. The reason for intervention is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the patient presented with decreased exercise tolerance, and that the tpv was implanted due to stenosis and moderate regurgitation of the bioprosthetic valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.